Event description:
It was reported that the transmitter would not power up after a lightining storm. The power cord was noted to be damaged. The device would no longer be used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.